Event description:
Pt reported on voluntary mw form that in 2010 she was diagnosed with alcl. Alk negative. Possibly related or caused by breast implants received in 2002 for augmentation. Left breast capsular contracture was noted. Pt had left implant replaced in 2008. Still experiencing capsular contracture after replacement. In 2010 a needle biopsy was performed and the diagnosis lymphoma was made. Also in 2010 surgical biopsy was performed and a diagnosis of alcl was made. The pt is preparing for stem-cell transplant scheduled in 2011. Within the voluntary form the implanting nor explanting surgeon info was not given and there is no further info to be gathered.

Manufacturer narrative:
Med watch submitted via fed-ex (B)(4) 2011. File extension granted on (B)(4) 2011. Device labeling: there were no reported events of lymphoma/alcl for pts in the (B)(4) study included in the labeling for saline breast implants. The following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, add'l surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases.